Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose 400 mg/dl and 446 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event based on customer¿s report customer did not allege insulin pump was under delivering. Customer reported that the drive support cap appears normal. Troubleshooting was assisted. The insulin pump will not be returned for analysis.